Manufacturer narrative:
Follow-up #1: date of submission 03/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2016 with the following findings: a review of the pump¿s black box showed multiple cs 078 alarms. During the pump rewind step, the pump emitted a cs 078 call service alarm. Further testing was unable to be performed due to the recurring alarm. The pump was opened and the motor flex was not properly seated in the motor flex connector. A failed motor flex was found. When the motor flex was reseated, the pump was able to rewind and load properly. Unrelated to the complaint, investigation revealed a battery compartment crack along the side of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.